Event description:
During the primary hip surgery and while drilling holes into the acetabulum for screw placement, the drill bit broke. No fragments fell into the patient's surgical wound and there was no delay in the case. The surgeon swapped to another drill bit in order to complete the case and the surgery was completed successfully. The drill bit came out of a consignment set.